Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for this event. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported), amikacin injection, (500mg starting dose, route, frequency and duration were not reported), vancomycin injection, (500mg in one bag per day, route, frequency and duration were not reported) and amikacin injection (100mg in one bag per day, route and duration were not reported) for this event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.